Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: the needle safety is not engaging properly. When the nurse pushes the button nothing happens. Additional information received on 07-sep-2023: 1. Are you able to provide the quantity of defective needle inspected? I don't have an exact amount that were inspected by all parties. I pulled supply from several different areas and out of the 10 in the lot that I looked at, all of them were defective. 2. It was mentioned that nurse was exposed to needle. Was there any needlestick injury reported? No reported needlesticks that I am aware of. 3. Was the procedure completed as planned? Yes. 4. Was the product received in faulty condition? Yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023 h6:investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 26 sealed and 1 unsealed 20ga x 1.00in. Insyte autoguard bc units from lot number 3166524. All units were inspected and tested for needle retraction failure. The 1 unsealed unit was received retracted. The unsealed unit was placed back into its initial position and attempted to retract. The unit retracted successfully and no adhesive or damage to the unit that may imply potential difficulties retracting were discovered. Of the 26 sealed units tested, two displayed a failure in retracting. Your reported issue was confirmed. As these units were sealed, this likely occurred during manufacturing. Machine misalignment during the loading of the needle hubs may cause damaged hub/spring/button/grip, resulting in partial/slow/no retraction. Quality control plan functional check sampling is performed to mitigate the occurrence of this defect.a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: the needle safety is not engaging properly. When the nurse pushes the button nothing happens. Additional information received on 07-sep-2023 1. Are you able to provide the quantity of defective needle inspected? I don't have an exact amount that were inspected by all parties. I pulled supply from several different areas and out of the 10 in the lot that I looked at, all of them were defective. 2. It was mentioned that nurse was exposed to needle. Was there any needlestick injury reported? No reported needlesticks that I am aware of. 3. Was the procedure completed as planned? Yes 4. Was the product received in faulty condition? Yes.